Event description:
Customer reported via phone, she was hospitalized due to low blood glucose of 40 mg/dl. Customer stated low occurred due to not eating. Troubleshooting was not performed, event was only documented. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.